Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, ¿(B)(6), was on bypass for a (B)(6) receiving a heart transplant. At the 10-12 minute mark on bypass the silastic bot separated from the connector. Bypass was discontinued to reconnect and de-air the line.¿ the product was not changed out, there was 500-700 cc loss, and surgery was completed successfully. The event delayed surgery. There was no observed pt harm.

Manufacturer narrative:
Terumo did not receive the actual device, and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. Note: na=not applicable (this section is not applicable to this report.) Ni=no information (we have attempted to obtain this information, and did not receive it.) Unk=unknown (this information is unknown; confidential, and not provided to terumo.) (B)(4).